Manufacturer narrative:
(B)(4). During a vt procedure, it was reported bubble error occurred when the low flow started after priming. No bubbles were confirmed by visual observation. The following troubleshooting steps were performed however the issue still remains. Wiping the bubble error sensor area by alcohol; resetting and flushing the tubing. It was decided to replace the tubing of the bubble sensing part with the competitor tubing. No bubble error was displayed and ablation by a thermo cool catheter was able to continue. In the middle of the procedure, the saline bag attached to the thermo cool catheter was running empty but the bubble sensor did not work and the no bubble error was alarmed due to the tubing at the bubble sensing part was not a bwi product. By the time when the staff noticed the absence of the saline, the st segment elevation was observed. The physician stopped the procedure immediately and CT scan was performed. Air embolism was confirmed by the CT findings, the patient was in stable condition. Additional information provided stated the air was mixed into the patient the patient had no symptom. The patient condition was stable. The air confirmed in the patient¿s lv became smaller than the before and st segment elevation also began to subside. The physician stated the cause of the st segment elevation was the improper use of the tube and pump. The physician also stated there was no causal relationship between the st segment elevation and j&j products. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
(B)(4).

Event description:
During a vt procedure, it was reported bubble error occurred when the low flow started after priming. No bubbles were confirmed by visual observation. The following troubleshooting steps were performed however the issue still remains. Wiping the bubble error sensor area by alcohol, resetting and flushing the tubing. It was decided to replace the tubing of the bubble sensing part with the competitor tubing. No bubble error was displayed and ablation by a thermo cool catheter was able to continue. In the middle of the procedure, the saline bag attached to the thermo cool catheter was running empty but the bubble sensor did not work and the no bubble error was alarmed due to the tubing at the bubble sensing part was not a bwi product. By the time when the staff noticed the absence of the saline, the st segment elevation was observed. The physician stopped the procedure immediately and CT scan was performed. Air embolism was confirmed by the CT findings, the patient was in stable condition. The physician stated that the cause of the st segment elevation was the improper use of the tubing and pump. The physician also stated that there was no causal relationship between the st segment elevation and bwi products. Additional information provided stated the air was mixed into the patient the patient had no symptom. The patient condition was stable. The air confirmed in the patient's lv became smaller than the before and st segment elevation also began to subside.